Event description:
The customer reported a cracked and shattered touchscreen on their insulin pump, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.